Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged, which caused the leakage during the syringe usage. The potential cause for the problem is a jam on assembly machine system, which caused the barrel damage and the leakage during the usage. As internal action for product, quality improvement will be performed for defects of damaged components and leakage.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe had leakage through the stopper due to a extrusion. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe had leakage through the stopper due to a extrusion. There was no report of exposure, serious injury or medical intervention.